Manufacturer narrative:
Additional information: d4, d9, h3, h6 and h10. Correction: d4. H10: the device was received for evaluation. The visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. A leak test of the dialysate side was performed, and no leakage was observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with polyflux 140h , an external dialysate leak was observed from the arterial dialysate port. There was no patient involvement. No additional information is available.